Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was not responding properly. The customer did not list any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 213 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.